Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a force sensor background test error. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint of force sensor error. Review of event history confirmed complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Although confirmed, the error was not duplicated. To prevent the issue from occurring, the force sensor and the force sensor printed circuit board were replaced. The device passed performance verification testing post repair.